Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the phone call was 292 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed. No delivery several times. The insulin pump alarmed no delivery during the prime test. After disconnecting and reconnecting the infusion set from the reservoir, the insulin pump passed the prime test. The customer stated that the cannulas of her infusion sets sometimes come out bent when she removes them from her body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.